Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that intracardiac electrograms revealed noise on the atrial lead. On (B)(6) 2014 atrial noise was reported via a merlin.net transmission. The lead remained implanted.